Event description:
Male inpatient w/acute transverse myelitis; allegedly day 6 of patient's stay it was noted the urinary output was dropping off and noted patient was leaking urine around catheter, rn attempted to flush catheter but unable to do so. Discussion w/physician about patient urinating around catheter so ruled out neurogenic bladder and therefore physician gave order to discontinue. Rn deflated balloon, attempted to remove cath, resistance met. Balloon deflated again with no excess water removal. Attempted again with resistance met. Attempted removal again slowly and evenly, removing catheter with minor amount of resistance. Rn noted hard buildup to the tip of the clogged catheter on removal.

Event description:
Male inpatient w/acute transverse myelitis; allegedly day 6 of patient's stay it was noted the urinary output was dropping off and noted patient was leaking urine around catheter, rn attempted to flush catheter but unable to do so. Discussion w/physician about patient urinating around catheter so ruled out neurogenic bladder and therefore physician gave order to discontinue. Rn deflated balloon, attempted to remove cath, resistance met. Balloon deflated again with no excess water removal. Attempted again with resistance met. Attempted removal again slowly and evenly, removing catheter with minor amount of resistance. Rn noted hard buildup to the tip of the clogged catheter on removal.

Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: catheter, urological device identifier (di): for type of device: catheter, urological.